Event description:
A us distributor contacted zoll to report that the patient developed an allergic reaction from elastic under the lifevest. The patient described the area as a rash with broken skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the allergic reaction. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful. There is no indication of a reportable serious injury per sop (B)(4) severity matrix and reportability determination flow chart: broken skin allergic reaction, medium severity, no medical intervention, unknown. A us distributor contacted zoll to report that the patient developed an rash from elastic under the lifevest. The patient described the area as a rash with broken skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an allergic reaction from elastic under the lifevest. The patient described the area as a rash with broken skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the allergic reaction. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful. There is no indication of a reportable serious injury per sop (B)(6) severity matrix and reportability determination flow chart: broken skin allergic reaction, medium severity, no medical intervention, unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.